Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed by analysis. Software analysis found that there was an unexpected slow increase in the current drain and drop in battery voltage.

Manufacturer narrative:
G3.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) displayed premature battery depletion. No intervention was performed, and the patient was stable.